Event description:
Reporter alleged getting a result of lo (less than 10 mg/dl) when the strip was inserted into the active system prior to dosing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.